Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen. Upon insertion, the patient had excessive bleeding and a large hematoma at the sensor insertion site. She stated that the needle had been intact. She had been taking blood thinners a week prior. She went to the emergency room on (B)(6) 2020 and had stitches which were removed on (B)(6) 2020. She stated she was also given an IV as she was very weak. At the time of report, the patient was in good condition. No additional patient or event information is available.